Event description:
The pt received the scs system on (B)(6) 2010. It has been reported the pt had experienced a fall about two months ago. The pt has been without stimulation and has been unable to initiate communication between the ipg and both the charging system and the pt programmer. A replacement charging system was unable to resolve the issue. The pt is working with her physician to determine the next course of action. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.